Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and battery cap was damaged. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment was cracked. The battery cap was damaged. There was moisture in the battery compartment and cap. There was a battery compartment leak. (B)(6).